Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator went vent inop and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported